Event description:
A caller reported that their pump experienced a malfunction, identified by malfunction code 3. There was no adverse impact to the customer's blood glucose level. The customer was advised to use multiple daily injections to ensure there was no interruption in insulin delivery and was sent a replacement pump by technical support. The customer was instructed on storage procedures for the current pump and the return process, acknowledging and understanding all steps involved.